Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product info required to review the device history records was not provided. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the reported device loosening or polyethylene wear; however, polyethylene wear after 19-years implantation should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. In addition, the product codes are discontinued items. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.

Event description:
Pt was revised to address loosening of the femur, poly wear and osteolysis.